Event description:
Lab results((B)(6) 2024): 10161211 - 1, 146, 000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer (richard marquis - catholic medical center) can consider reperforming cleaning and disinfection, an internal water path replacement (iwpr), or a trade-in program.

Manufacturer narrative:
A customer sent a sample of water from their device to test for potential bacterial contamination. Hpc test results were outside of cardioquip specifications. Cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.